Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one day after beginning peritoneal dialysis (pd) therapy, a home patient (hp) experienced peritonitis. On the same day, the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. The patient was treated with injection of amikacin-ip (250mg, twice daily). Outcome was unknown. Pd therapy was ongoing. No additional information is available.